Event description:
It was reported that removal difficulty occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was felt during insertion. Upon removal of the device, resistance was also felt, and the edge of the stent strut was found to be lifted. The device was removed normally, and the procedure was completed with another of the same device. No patient complications were reported.